Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed motor error during rewinding. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump had motor error in the history as well. The insulin pump will not be returned for analysis.